Manufacturer narrative:
Updated data: d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 days following the implant of this transcatheter bioprosthetic valve, a reduction in left ankle-brachial index and stenosis in the superficial femoral artery were noted. A stent was placed and the patient recovered. Per the physician, there was no relationship between the devices and the lower extremity condition requiring stent placement; however, there was a causal relationship between the procedure and the lower extremity condition requiring stent placement. Approximately 5 months and 20 days later, the patient experienced unspecified chest-related symptoms during exertion. Coronary angiography was completed. Subsequently, percutaneous coronary intervention (pci) was performed on the right coronary artery. Approximately 2 months later, the patient was hospitalized at a different hospital due to cerebral infarction. In addition to the stroke, the patient was diagnosed with atherosclerosis of the carotid artery and underwent stent placement in the carotid artery. Additional information was received that there was a previous coronary artery occlusion. The pci was not a planned intervention.

Manufacturer narrative:
Updated: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 days following the implant of this transcatheter bioprosthetic valve, a reduction in left ankle-brachial index and stenosis in the superficial femoral artery were noted. A stent was placed and the patient recovered. Per the physician, there was no relationship between the devices and the lower extremity condition requiring stent placement; however, there was a causal relationship between the procedure and the lower extremity condition requiring stent placement. Approximately 5 months and 20 days later, the patient experienced unspecified chest-related symptoms during exertion. Coronary angiography was completed. Subsequently, percutaneous coronary intervention was performed on the right coronary artery. Approximately 2 months later, the patient was hospitalized at a different hospital due to cerebral infarction. In addition to the stroke, the patient was diagnosed with atherosclerosis of the carotid artery and underwent stent placement in the carotid artery.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-26}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {(B)(6) 2023}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.